Event description:
It was reported patient underwent a left hip revision approximately 14 years post implantation due to metallosis and osteolysis. During the revision, severe metallosis with osteolysis of femur and acetabulum, necrotic tissue, loosening of the shell, erosion around acetabulum, and multiple bony defects in the femur were encountered. All implants, except stem, were replaced. No further complications reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown shell. Unknown head. Unknown liner. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01287, 0001825034-2022-01288. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b5; g3; h2; upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.